Manufacturer narrative:
Section a: patient information was not provided, request for this information has been made. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a patient had an outflow graft (ofg) narrowing status post repair in 2022. It was noted that there was yellow golden material that was expressed, consistent with deposition from the plasma from the ofg over the years. Flows returned to normal immediately. The ofg was opened over 5 or 6 centimeters and left in place, and all of the proteinaceous material was evacuated. There were no signs of infection.

Manufacturer narrative:
Section a1-4: patient information was requested but not provided. Section b1: corrected. Section d1: brand name has been corrected. Section d4: catalog number has been corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section e4: corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction could not be confirmed through this evaluation. A specific cause for the event could not be conclusively determined. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. No product was returned for evaluation. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, "introduction", provides information regarding pump parameters, including pump flow. The IFU also outlines situations that can result in low flow. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.